Event description:
During follow-up, the device was unable to sense-pace due to noise reversion. It was also noted that the device had reached eol prematurely. The decision was made to explant the device.